Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of high blood glucose of 600mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was also 600 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer indicated that insulin is not stored at room temperature. Troubleshooting contacted emergency services for the patient. Customer indicated that the pump has not been giving any alarms. No further details given.